Manufacturer narrative:
Concomitant medical products: product ID: 37081-40, serial# (B)(4), implanted: (B)(6) 2016, product type: extension; product ID: 37081-40, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Other relevant device(s) are: product ID: 37081-40, serial/lot #: (B)(4), ubd: 20-jan-2019, UDI#: (B)(4); product ID: 37081-40, serial/lot #: (B)(4), ubd: 16-jan-2019, UDI#: (B)(4). Phone number: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional via the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the ins needed to be switched to a non-rechargeable ins due to lack of patient compliance to charge the ins. The patient needs an ins to reduce leg-pain. The ins was connected to one lead and two extensions. During replacement surgery the surgeon opened the ins pocket and took the ins to remove the extensions from it with a screwdriver. There was no problem to remove the extension from one slot. But it was impossible to pull the extension from the other slot, the extension was stuck. The surgeon tried it several times with full power, but the extension could not be removed. The surgeon then removed the screw an tried it again with no success then pulled a few more times. At the end, the surgeon could pull out the extension. The extension was destroyed at the top, it may be that a piece of it still remains in the ins. It was decided not to exchange the extension because the patient could not be moved during operation. So the extension remains in the patient. The surgeon cut off the damaged spot and connected it to the new ins. The impedance measurement showed 4 broken poles. Impedances were > 10,000 ohms with electrodes 9, 10, 14, and 15. It was noted that it was unknown which extension, serial number: (B)(4), had the issue. The result was the patient was ok. The pain could be covered with remaining pole. The issue was resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The ins connector port had extension part stuck inside the port. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a short physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2019 and the battery was charged to 3.565 volts. On (B)(6) 2019 the battery had depleted to the "lock" mode (<(><<)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis. Device analysis for the extension revealed the proximal end connector sleeve was crushed. If information is provided in the future, a supplemental report will be issued.